Event description:
It was reported that pump displayed malfunction alarm code 24 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and provided instructions on placing malfunctioning pump into storage mode, returning it within 10 days, and setting up and reconnecting replacement pump, which caller understood and acknowledged.